Event description:
Boston scientific crm received information that approximately four days following implant, this right ventricular (rv) lead dislodged. The dislodgement was confirmed via xray. A revision procedure was performed to replace the lead, and the former lead was explanted. It will not be returned. No adverse effects were reported.

Manufacturer narrative:
A new lead was successfully implanted and this lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary.